Event description:
It was reported to boston scientific corporation that the patient was implanted with a solyx single incision sling system. According to the complainant, the patient was in retention post-procedure, and the solyx sling most likely needs to be released (specifics and date unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that the physician believed that the patient's retention was related to the solyx device. During a follow-up procedure (date unknown), the physician cut the solyx sling at the midpoint and successfully alleviated the tension without removing the sling.

Manufacturer narrative:
According to the complainant, the device was not used past its expiry date.